Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Event description:
As reported by edwards field clinical specialist, approximately 3 years and 8 months post implant of a 26mm sapien 3 ultra valve in the mitral position within an annuloplasty ring, a 3-d echo (tee) revealed prosthetic valve failure due to stenosis and regurgitation (unclear if the regurgitation is pvl or central). The native leaflet was over hanging on the sapien 3 valve. A 26mm sapien 3 ultra valve was deployed inside the previously implanted valve. A decision was made to post-dilate the valve and the commander delivery system balloon. There was no major vascular complication or bleeding event. The patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received after review of medical records. A one-day post implant echo (tte) revealed a normal functioning bioprosthetic mitral valve with no mitral valve stenosis, trace mitral regurgitation and mean gradient of 9mmhg.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. A lot history review was performed and there were no other complaints related to this reported event. The commander delivery system with s3/s3u IFU was reviewed for instructions and guidance. Potential adverse events are structural valve deterioration (wear, calcification, valve, thickening, stenosis), valve stenosis and valve regurgitation. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis, central regurgitation and leaflet motion restricted-in patient post implantation were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 3 years post implant of a 26mm sapien 3 ultra valve in the mitral position within an annuloplasty ring, a 3-d echo (tee) revealed prosthetic valve failure due to stenosis and regurgitation (unclear if the regurgitation is pvl or central). The native leaflet was over hanging on the sapien 3 valve. A 26mm sapien 3 ultra valve was deployed inside the previously implanted valve'. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical record, patient had history of diabetes, hyperlipidemia, chronic kidney disease (ckd). Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. The ckd and diabetes are known factors that may increase the risk for valve calcification. Furthermore, tissue calcification can cause leaflet thickening resulting in stenosis. Per medical record, bioprosthetic mitral valve present with restricted excursion of posterolateral leaflet likely due to calcified remnant of native mitral valve leaflet. In this case, leaflet calcification can cause leaflet thickening resulting in leaflet motion restricted. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Due to the leaflet motion restricted in patient, it could prevent the valve leaflets from proper coaptation resulting in central regurgitation. As such, available information suggests patient factors (calcification, hyperlipidemia, ckd, diabetes and leaflet motion restricted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for the correction of the description and additional information provide via medical records. The following sections of this report have been updated: section b5 (describe event or problem), h6 (device code) and h10: (narrative/data). This report is 1 of 2 being submitted for this complaint. Reference mfg. Report number: 2015691-2022-09627. Upon review of additional medical records (echo reports), an echo (tte) performed at approximately 3 years post implant revealed mild to moderate prosthetic regurgitation, no paravalvular leak (pvl), mean gradient of 12mmhg, mitral valve area (mva) 0.96cm2 with moderate pulmonary hypertension. An echo performed pre-procedure of the balloon valvuloplasty (bav) revealed mild to moderate prosthetic valvular regurgitation. An echo performed at post bav procedure revealed no prosthetic mitral regurgitation or pvl with a mean mitral valve gradient of 4mmhg.

Event description:
The balloon valvuloplasty procedure was performed at approximately 3 years post implant of a 26mm sapien 3 ultra valve in the mitral position within an annuloplasty ring.